Manufacturer narrative:
Device has been requested for evaluation.

Event description:
Nurse called to report, a sabratek 6060 pump programming error. Nurse programmed 25 ml per hour. Pca mode worked fine. Then a second programming was set for 5 ml per hour. Concentration 35mg. Pump rounded infusion to 4.9 per hour. Morphine was being administered at the time of infusion. No patient injury reported at this time. No add'l pt info is available at this time. Pump is available for eval.